Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defects were found. The receiver log was reviewed which confirmed a harware error code. The customer complaint of intermittent out of range was confirmed and the root cause was determined to be a hardware component failure.